Manufacturer narrative:
The sample was discarded by the customer and is not available for evaluation. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
Baxter product surveillance received a report that a patient's catheter disconnected from the transfer set. Per the reporter, the samples were discarded.